Event description:
It was reported that the patient was having telemetry issues and a device overdischarge was suspected. The last time any stimulation was felt, as well as the last successful recharging session, was over 12 months ago. The patient indicated this was his third overdischarge and had an appointment today at 11 am. He wanted to explore the possibility of a non-rechargeable device in the future. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 7495-25, serial # (B)(4), implanted: (B)(6) 2001, product type extension; product ID 7425, serial # (B)(4), implanted: (B)(6) 2007, product type implantable neurostimulator; product ID 7425, serial # (B)(4), implanted: (B)(6) 2001, product type implantable neurostimulator; product ID 3487a-33, lot # j0101888v, implanted: (B)(6) 2001, product type lead. (B)(4).